Event description:
It was reported that during an unknown procedure, the clip kept falling off. No other details are known. No patient impact reported.

Manufacturer narrative:
(B)(4). (B)(4). Account also returned two sterile devices:the analysis results found that the two sterile devices (b& c) were returned in good physical condition. The blades were found to be in good condition and 100% present. The devices were tested with a generator and both devices were functional.device b batch f9hg85,mfg date 9-14-09,exp date 8-14-14.device c batch f9hl8c,mfg date 10-5-09,exp date 9-5-14.

Event description:
It was reported that during a laparoscopic supracervical hysterectomy, the active blade was broken in half and has not been located. The patient has been taken to the recovery room. Additional information received on 11/18/2009: x-ray was used to locate broken blade and broken blade was left in patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results confirmed that the device was received with the blade discolored (burn marks) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area) and missing. This failure was possibly caused from activation of the device while clamped without tissue being present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.